Event description:
The extremity of the wire guide included in the nephrostomy set decomposed itself when they retreated it from the pt's vein. This caused physical damage without trauma and a post operation was performed to verify that no pieces were left in the patient.

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned at this time along with limited information. Information that has been obtained: the wire guide was being used in the kidney and not in the pt's vein. The customer is being contacted for specific events during the procedure and the condition of the patient.